Event description:
The conmed airseal intelligent flow system was used during a robotic paraesophageal hernia repair. The pleural cavity was entered on both sides. This typically results in a capnothorax (carbon dioxide from the insufflation around the lungs), which resorbs very quickly (< 1 hr). However, the pt had a persistent pneumothorax that persisted for 72 hrs, suggesting that outside air was introduced in to the pt through the airseal insufflation device. This prolonged the pt's hospital stay by 1-2 days.